Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was no response from insulin pump. The customer¿s blood glucose level was 8 mmol/l. It also stated that insulin pump was died and received low battery notification. The insulin pump will be returned for analysis.

Manufacturer narrative:
Hardware low level failures error received after failing the self test. Noted broken trace at pin one of ambient light sensor. Blank display not confirmed during testing. Device failed the self test and passed the sleep current measurement, active current measurement and the displacement test.